Event description:
It was reported that during an explant procedure, there was some difficulty in getting this cardiac resynchronization therapy defibrillator out of the pocket. While manipulating this device, the patients chest suddenly started jumping, what appeared to resemble unipolar pacing. After disconnecting this device, attempts were made to interrogate the device but could not interrogate anymore due to the device declaring an elective replacement indicator on 13aug2021. It was suspected that the device could be in safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the exterior revealed a dent on the front of the can. The device had no telemetry upon return. This device was examined with an ir camera and a hotspot was found on the mixed mode integrated circuit (mmic). During examination with a photon emission microscope, there were no clear emissions or eos damage found in the mmic. We found evidence higher-than-normal current traced to the mmic. The cause of the mmic failure could not be determined but was isolated to the mmic.

Event description:
During an explant procedure, there was some difficulty in getting this cardiac resynchronization therapy defibrillator out of the pocket. While manipulating this device, the patients chest suddenly started jumping, what appeared to resemble unipolar pacing. After disconnecting this device, attempts were made to interrogate the device but could not interrogate anymore due to the device declaring an elective replacement indicator on 13aug2021. It was suspected that the device could be in safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the exterior revealed a dent on the front of the can. The device had no telemetry upon return. This device was examined with an ir camera and a hotspot was found on the mixed mode integrated circuit (mmic). During examination with a photon emission microscope, there were no clear emissions or eos damage found in the mmic. We found evidence higher-than-normal current traced to the mmic. The cause of the mmic failure could not be determined but was isolated to the mmic.

Event description:
During an explant procedure, there was some difficulty in getting this cardiac resynchronization therapy defibrillator out of the pocket. While manipulating this device, the patient's chest suddenly started jumping, what appeared to resemble unipolar pacing. After disconnecting this device, attempts were made to interrogate the device but could not interrogate anymore due to the device declaring an elective replacement indicator on (B)(6) 2021. It was suspected that the device could be in safety mode. No additional adverse patient effects were reported.